Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, faded serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's o-ring on top of the reservoir had come off. Blood glucose value was unknown at the time of the incident. The insulin pump will be replaced and customer agreed to return the product for analysis.